Event description:
We received a patient back from or and starting pt's infusions. Pt was on propofol, fentanyl, ivf and norepinephrine (norepinephrine was currently not infusing at the moment but still in the pump and connected to patient because it was just turned off due to fluctuating bp's). Propofol and fentanyl were on channel a and b and ivf and norepinephrine was on channel c and d. The rn scanned the ivf and the channel, and the channel d (where norepinephrine was in line) started the ivf at 125cc/hr vs channel c which was scanned. It was realized within seconds and she shut off the pump and tried it again, and again, channel d (norepinephrine pump) started infusing at the ivf rate of 125 cc/hr. She removed the defective channel, and placed a new one on the brain which then worked okay.